Event description:
The facility's IV pic team coordinator reported to baxter that a clearlink catheter extension set was broken on the hub. It is unknown if there was patient involvement, patient injury, or medical intervention in association with this event. It was reported that the leak was not due to a disconnect between the valve and catheter extension set, but rather between the luer lock and the catheter hub. The following information was asked, but a response has not yet been received: can you provide the lot number? Which dates did this incident occur? In which department did these incidents occur? Was there patient involvement in all incidents? If so, were there any patient injuries/medical intervention required? Did all incidents result in blood loss? What medication was being administered? Can you describe where exactly was leak coming from? Were there any visible irregularities? Can you estimate the volume of medication that leaked? Can you estimate how much blood the patient lost?

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.